Manufacturer narrative:
Manufacturer's comment: super poligrip ultra fresh is manufactured in (B)(4) and the product was not available. No corrective actions have been required based on this report. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of asthma in a (B)(6) female patient who used super poligrip ultra fresh denture adhesive cream (formulation (B)(4)) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using super poligrip ultra fresh adhesive cream. An unknown time later, the patient experienced asthma, muscle degeneration, gout, arthritis, joint stiffness, "reactions to medications," weight gain, inability to lose weight, "metabolism not right," high triglycerides, loss of teeth, gum pain, bone pain underneath the gum, and temporomandibular joint disorder. This case was assessed as medically serious by gsk. Use of supper poligrip ultra fresh denture adhesive cream was discontinued approximately nine months to one year prior to reporting. At the time of reporting, the events were unresolved.